Manufacturer narrative:
Additional information: d9, g3, h3, h6 the complaint allegation was not confirmed. The returned device is not evidence of the failure. One unpackaged ar-3638 batch 15352087 was received for evaluation. Visual evaluation of the returned inserter found no damage. Functional testing was not performed because the suture system was not returned. No problem found.

Event description:
On 22nd july 2025, it was reported by a distributor via email that for 2 units of ar-3638, knotless fibertak¿ with #2 suture (5-box), the knotless fibertak passing suture was broken during suture passing process causing the fixation suture to not be able to pass through the anchor and complete the tensionable mechanism. Both anchors had the same issue. This was detected during use in a slap procedure on (B)(6) 2025. The procedure was completed successfully as a new fibertak was used.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.